Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage, what appears to be bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was location on tooth #13 and length of usage is unknown as implant date is unknown. X-ray images were provided by the customer. The x-ray image shows the product fractured. Complainant reported that the implant was removed due to fracture of the implant. Bone loss was also reported. The reported frature implant was confirmed. A definitive root cause for the fractured implant complaint could not be determined. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. No complaint history review could be performed without relevant lot and item information.

Manufacturer narrative:
Zimmer biomet (B)(4). Catalog number, lot number and unique identifier (UDI) number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported by customer that the implant was removed due to fracture implant bone loss was also reported.